Event description:
It was reported that while setting up for a gynecological procedure on an unk date, the device would not power up. It experienced low power. The unit was replaced and the case was successfully completed with no adverse pt consequences.

Manufacturer narrative:
Date sent to the FDA: 02/22/2008. Conclusion: the actual device involved in this event was returned for evaluation and visual inspection found that the cpc connector was not at the twelve o'clock position. The evaluation confirmed that the unit would not power-up due to a defective power supply. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.